Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and insulin flow block alarm. The customer reported no adverse event. The event involved product(s) mmt-1715kl, mmt-397a, mmt-332a. Troubleshooting was not performed. No further patient complications were reported. No product return is required for mmt-1715kl. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported that she did not feel the pump was working right. Customer did not allege insulin flow block. She said she felt that sometimes the pump would deliver too much insulin and the blood glucose would go as low as 40mg/dl. No treatment was mentioned for the low. Customer also said that at other times, pump seemed to under deliver. Please see cross reference event for high bg treated by changing to a different style of set. Customer declined troubleshooting for the low. Pump was used within 48 hours of the low. Pump does not have auto mode/smartguard feature. Follow-up is being done for pump return under regulatory number 2032227-2025-158117 for no harm from stuck button alarm that was resolved with battery change.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated the summary. 2. Section h6 - replaced health effect - impact code 2199 in place of 4650 for health effect - clinical codes 1912. 3. Section h6 - replaced medical device problem code 1311 in place of 2423. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.